Event description:
The manufacturer's representative reported the patient was in the emergency room with leaking at the catheter site and exposed catheter. The pump was explanted; disposition of the catheter is unknown. Dilaudid was in the pump. Post explant, the patient was given oral dilaudid and subsequently experienced "withdrawal; specific symptoms were not reported. The patient was put on dilaudid via pca. A follow-up report will be sent if additional information becomes available.